Event description:
Customer complained about sensor reading discrepancy with the current sensor he is wearing. Customer stated that normally the first day is bad but it gets better. Most recent blood glucose is 107 mg/dl. He also had two non consecutive calibration errors. It was noted that the customer is over calibrating at inappropriate times; when glucose is moving rapidly and after bolus delivery. On the carelink report; it showed that the customer did experience low blood glucose of 48 mg/dl on the. He also had high blood glucose above 300 mg/dl and stated that it was due to over eating. Customer declined to troubleshoot for high or low blood glucose. Customer stated that he also received lost sensor alert. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.